Event description:
Additional information received reported that the high impedance when the device was read implied a fracture. It was indicated that the because there were no obvious sense of electromagnetic interference, the physician was very concerned about the possibility of a malfunction. It was also reported that the right device was set to 130 hz and the next reading displayed 30 hz. It was noted that the set value and polarity of the right device had changed from the stimulation conditions defined by the doctor with 0-3+, 30 hz, 0v and 210 us and the device being turned to off. A fracture was suspected in both devices. The left device showed high impedance values in 01, 02, 03, 12, and 13, and the right device showed high impedance values in 2 and 03 (greater than 2 ,000 ohms). Activate was zero in both devices. Additional review indicates the information in MFR. Reports # 9614453-2013-02014 and 9614453-2013-02015 pertains to this manufacture r¿s report. It is noted that the information previously reported in these reports although though to be filed late, had actually been reported in a timely fashion in this manufacturer report. Any additional info will be reported in this report.

Event description:
It was reported from the healthcare professional (hcp) that the implantable neurostimulator (ins) ¿often times¿ turned off. It was noted that there was a spontaneous turnoff of the ins and it made the patient visit the hospital. The issue had been happening frequently. It was confirmed via the clinician programmer and found that each ins of both sides showed a ¿49 of activations value.¿ the electromagnetic interference was suspected. The hcp was concerned about the device because they could not think of any cause of possible electromagnetic interference. The issue occurred when the patient was in their ¿place¿ and also during hospitalization. The patient had been in the hospital for three weeks. It was noted that during this period, there were other events confirmed from the medical record where the right ins turned off on (B)(6) 2013 and left ins turned off on (B)(6) 2013. It was noted that the patient felt a deep sense of unease. Telemetry was performed using the hcp¿s clinician programmer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported indicate that the number of activations for the left ins was 49 and for the right 7. The left lead had higher impedance measurements of 4445 ohms across 0-3 and 3627 ohms across 0-2 when using electrode 0.

Manufacturer narrative:
Final analysis of both stimulators revealed no anomaly found. The stimulator passed all functional testing and did not turn on or off by itself during testing. The activation counter in the stimulator only counts an activation when the stimulator is turned on with a magnet. It does not count activations done with the patient programmer. According to the printout from the initial review of the stimulator when it was received for analysis, no activation had occurred since (B)(6) 2013. The stimulator was not explanted until (B)(6) 2013. The activations did occur while the stimulator was implanted, 49 per the manufacturer representative, were likely the result of a magnet or electromagnetic interference. The stimulator was cut open at request. Destructive analysis of the stimulator did not reveal any anomalies. The reed switch is intact and functions properly in the presence of a magnet. The bond wires were intact.

Manufacturer narrative:
Analysis results were not available as of the date of this report, a supplemental report will be submitted when results are available.

Event description:
Additional information received reported that the devices were replaced. During the procedure the right lead impedance measurement using an alligator cable looked fine. Electrode #0 of the left lead showed a high impedance. However, the lead was not replaced as the patient did not use that electrode and the physician focused on a less-invasive operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.